Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. Batch # 589c98. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.  A manufacturing record evaluation was performed for the finished device batch number 589c98, and no non-conformances were identified.

Event description:
Sales rep reported that during a pediatric appendectomy on the 2nd firing it did not complete the fire but they can't confirm if a fresh reload. They did manual override, got another device with new reload to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. D4: batch # 589c98. Additional information was requested, and the following was obtained: did the device lockout (no staples deployed and no cut line started)? Yes, lockout occurred. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The manual overide was used. A manufacturing record evaluation was performed for the finished pve35a, with lot batch number: a9e57p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate.